Manufacturer narrative:
(B) (4).

Event description:
The pt had been hearing a pump alarm for 2 months. The pt initially experienced a loss of efficacy (increased pain), but had been taking oral medications which improved this. The pump was interrogated in early (B) (6) 2010, and a motor was noted in the event log; there was no motor stall recovery recorded. The cause of the motor stall was unk; it was noted that the pt did not have any new equipment in the house. The device system was used to deliver morphine sulfate. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.